Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported this occurred during clinical in-service training that cardiosave intra-aortic balloon pump (iabp) retractable power cord is stuck. No injury and harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) confirmed power cord had looped on self causing jam. Removed jam, verified power cord reel operating properly. Device returned to customer.